Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an end of service alert was received. The device was interrogated and premature battery depletion was noted.